Event description:
It was reported that during a ptca procedure, resistance was felt between the guide wire and the dilatation catheter. When the guide wire was examined, it was noticed that the balloon catheter tip had separated from the shaft.